Manufacturer narrative:
Patient information: no information was provided. The sample was evaluated. Sample evaluation showed a leak in the drip chamber due to a solvent bond failure. Corrective action was issued to address solvent bond leaks. Lot hx8341 was produced post corrective action implementation. 3m will continue to monitor.

Event description:
A hospital employee reported that a 3m¿ ranger¿ high flow disposable set (model 24355) was primed with normal saline and loaded into a ranger¿ rapid pressure infuser during an mtp procedure on (B)(6) 2020. The employee alleged that upon initiation of the pressure infuser, blood started to leak around the filter chamber and over the floor. The flow rate at the time was high. The employee reported that the active bleeding patient needed a massive transfusion and care was delayed. The tubing reportedly was switched, a new set was primed, and the mtp was restarted. No harmful exposure to blood was specified. No patient or staff injury was specified. There were reportedly no issues with the disposable set during priming. The patient's current condition is unknown. The ranger¿ pressure infusor was sent to the facility's biomed for evaluation.